Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch verioiq meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on "around (B)(6) 2015." The patient states that she takes no diabetes medications to manage her diabetes and continued with her regular diabetes management routine as a result of the alleged product issue. The patient denied that she developed any symptoms. The patient claimed that on "(B)(6) 2015" she attended her doctors and had her blood tested on a laboratory device after 12 hours fasting and obtained a result of 147mg/dl. The patient reported that she was prescribed metformin by her doctor. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used, the test strips were stored correctly and not expired and the test strip completely drew in the blood sample. The correct testing steps were carried out and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.